Manufacturer narrative:
The customer has not returned the product for investigation. If the product is returned in the future, a follow up report will be submitted.the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer¿s meter was requested for return. The product has not been received at this time. The investigation is ongoing.

Event description:
There was a complaint of an issue with the display of an accu-chek inform ii meter. The customer stated that the meter fell and as a result, there were black lines on the screen. When the scanner button was pressed, the button darkens, and no light was emitting. The screen was not physically damaged. The customer stated that they are unable to clearly read the results field, and no actual misinterpretation of a result occurred.

Manufacturer narrative:
Fields d9 and h3 were updated. The customer returned accu-chek inform ii meter serial number (B)(6) for investigation. The investigation found that after powering on the meter the visual inspection of the display showed several black lines and spots. The issue does not affect the readability of the result. The result is clearly readable the plastic covering over the display had been torn in several spots. The meter was disassembled for further investigation. The flex cable connection had been checked and found to be correct. The returned display assembly was removed and replaced with a fully functional display assembly. The meter performed as expected with an exchanged display. The operator's manuals v7.0 (en master) / 7.1. Us version have been updated in this regards. The chapter "troubleshooting" contains following guidance: "if you notice any issues with the display functionality (e.g. Unexpected lines/marks on the meter display) stop using the system and contact your roche representative." The investigation determined that the results are clearly readable and the returned display assembly was found to be defective.